Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that intra-operative impedances of 50 ohms were seen on the monopolar pairs only. It was noted that all of impedances of the bipolar pairs were around 1200 to 1300 ohms. Additional information received from the patient on (B)(6) 2019 reported that they did not think the stimulator was working and was still going to the bathroom at night. They stated that last night was the first time they didn't go every two hours as they went 3 hours two times. It was noted that they chanced the settings two days ago (jun. 23, 2019). During this report, the settings were checked and it was determined that the patient was on program 3 at 2.7 volts and the therapy was on. The patient was assisted with increasing the stimulation to 2.9 volts where they could feel it in the bicycle seat region. The patient was told to monitor their symptoms in a diary for 2-3 days to see if their symptoms improve and to increase the stimulation as needed. The patient did not intend to follow up with their healthcare professional (hcp). Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the cause of the low impedances was not determined. As an action taken to try to resolve the issue, the representative increased the stimulation during the impedance check to try to clear the low impedances on the battery. They were told that the battery was okay to use. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: based on additional review, the previously reported (B)(4) does not apply to the event and was removed. If information is provided in the future, a supplemental report will be issued.